Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) batteries do not hold for transport. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted.this was a preventive maintenance and there was no other malfunction observed related to the device.as a result, no follow up emdr is necessary.please cancel in your database.

Event description:
N/a.